Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) patient experienced bacteremia/septicemia. The patient was hospitalized and antibiotic treatment was administered. The leadless ipg remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the post approval clinical surveillance product surveillance registry.